Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the bivona tracheostomy tube was first inserted into the patient on (B)(6) 2019. The cuff was filled with 10 ml water. On (B)(6) 2019, the ventilator alarmed and the spo2 was measuring as low as 40-50%. Also, the tube could not be inflated. The patient was emergently changed with a previously used tracheostomy tube (item number 670175). The vital signs returned to a stable status after this intervention was taken. Although the issue did not result in any patient harm, it did lead to patient anxiety and fear. The physician later examined the device and found that the cuff had been leaking.

Manufacturer narrative:
One bivona tubes adult tts was returned for analysis. Visual inspection was performed with no discrepancies found. Leak testing was done with observed leak to posterior side of the shaft. A cut was then detected with the use of a dinolight to magnify the area in questions. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It was noted from the device encountering a sharp edge.